Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express act button dome switch. No unlocked connector lcd keypad connector. Insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's doctor reported via phone call that the act button was not responsive. Customer's blood glucose was 39 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.